Event description:
It was reported that the right atrial lead exhibited noise; the noise resulted in inappropriate auto mode switch episodes. The noise could be reproduced in the clinic with isometrics. The device was reprogrammed to fixed sensitivity and the issue was resolved. The patient did not experience any adverse effects.